Event description:
It was reported, the siderail snapped in half and damaged some of the buttons on the siderail. It was further reported, this occurred due to a pt being handcuffed to the siderail.

Manufacturer narrative:
Na